Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 600 mg/dl at the time of hospitalization. The customer was also hospitalized due to pneumonia, respiratory syncytial virus, and urinary tract infection. The customer treated high blood glucose with insulin drip. Customer was unable to complete care link upload. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.